Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. There was ra oversensing of right ventricular (rv) signals in the past, and the device had been reprogrammed after that. Then there was ra noise, oversensing and inappropriate atrial tachy response (atr) episodes after the lead safety switch due to being in unipolar configuration. The device was programmed back to bipolar configuration and the lead safety switch was turned off. No adverse patient effects were reported. The lead remains in service.